Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a zone 2 62mm x44mm saccular thoracic aortic aneurysm approximately 3 weeks ago. The proximal neck diameter was 39mm, and the distal diameter was 28mm. It was reported that the first device to be implanted was the distal stent graft followed by the proximal device; however, during deployment of the proximal device an apex deployed in the misaligned position. The physician pulled the delivery system/stent graft down, however, he was unable to correct the misaligned apex. The physician pulled the stent graft down into the distal stent graft. The misaligned apex was in the thrombus of the aneurysm. Another talent stent graft was implanted to cover the proximal portion of the thoracic aorta. There was an endoleak which was modeled with a balloon, however, the endoleak did not resolve. There endoleak appears to be coming from in between two of the stent graft components, the distal and proximal grafts. There was also a proximal type 1 endoleak coming from the proximal portion of the graft. No further intervention was performed and it was noted that the endoleaks may resolve with out interventions. The patient is being monitored. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that during the index procedure the patient had a type iii endoleak therefore the physician elected to not give the patient anti-platelet therapy. Immediately after the procedure mural thrombus was confirmed around the implanted stent graft. The physician elected to monitor the patient. The investigator indicated that at the two year follow-up, the CT showed the mural thrombosis remained the same. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
This event was reassessed internally and found to be us/MDR reportable. The us reportability decision has been updated to "a possible device malfunction". Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (funnel shaped thoracic aorta). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (funnel shaped thoracic aorta).

Manufacturer narrative:
(B)(4). Results: occlusion.